Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported improper or incorrect procedure or method was associated with the user pulling the lock line after the clip was released from the delivery system. It should be noted that the triclip g4 system instructions for use (IFU) states under section 12.0 triclip g4 implant deployment that ¿12.1 deployment step 1: lock line removal¿ is to occur before ¿12.2 deployment step 2: delivery catheter shaft detachment.¿ the reported cowl was related to the reported improper or incorrect procedure or method. The reported slda was a cascading event of the reported cowl. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 3 functional tricuspid regurgitation (tr), a central rv lead, and an enlarged atrium for a triclip procedure. The first clip was placed on the anterior and septal leaflets (a/s), with both leaflets fully inserted in the clip arms. Leaflet insertion was confirmed in transesophageal and transgastric views. While deploying the clip, the implanter forgot to pull the lock line and remembered to pull it after the clip was released from the delivery system. The clip was initially fully closed at 20 degrees, but opened to 180 degrees, and detached from the anterior leaflet after pulling the lock line. The clip remained attached to the septal leaflet. A second clip was placed anteroseptal to the detached clip for stabilization and to restore the tr reduction. Per the physician, this was user error. The final tr reduction grade 1 and both clips are stable. There were no adverse patient effects.